Event description:
It was reported that the patient had an increase in seizure that resulted in a hospitalization. The increase in seizures was noted to be due to pain in the hip region. The patient is known to have seizures in response to pain. The seizures were noted to be above pre-vns baseline levels. Later the patient had reported an increase in seizures when the device was being interrogated. No other relevant information has been received to date.